Event description:
It was reported that "pt with bard eclipse optional ivc filter placed in early 2012 following polytrauma. Pt had a failed attempt at ivc retrieval at an outside institution in the late (B)(6) 2012. CT from outside facility demonstrated a fractured filter leg that was embedded within the vertebral body. A 14f sheath was placed and using a loop snare technique, a glide wire was used to encircle the filter such that both ends of the glide wire were outside of the sheath. Using manipulation, the hook was then brought into the lumen and a snare was used to snare the hook at that time. The sheath was brought over the filter and the filter was removed in its entirety. The filter leg that was fractured prior to the initiation of the procedure remains embedded within the vertebral body. Post-removal cavogram demonstrates normal ivc. This was performed in several obliquities demonstrating that if there is any portion of this fragment remaining within the ivc, it is a very minimal portion. Attempts were made to retrieve this fragment, but the filter leg was not engaged by the snares or catheters." No pt injury was reported.

Manufacturer narrative:
The event was reported via a user facility medwatch #(B)(4). The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.